Event description:
It was reported that the patient presented in the clinic experiencing pain at the device implant site, due to infection. The physician elected to explant the whole system which are implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
New information notes that the infection was not related to any abbott product and/or product related procedure. Vegetation was noted on the right ventricular (rv) lead, and a culture was performed and confirmed the presence of klebsiella oxytoca on (B)(6) 2025.